Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he feels well at this time but did confirm having hypoglycemic symptoms when the 71mg/dl was obtained. Customer states that no medical attention is needed. The customer's expected blood results are 104-114mg/dl fasting. Verified the strips expire 07/22/2018. Customer confirms the strips are in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 126mg/dl and 71mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: with 71mg/dl on (B)(6) 2015 7:34:00 pm. Customer called concerned because he tested with his contour meter with a result of 126mg/dl and then with the true result with a result of 71mg/dl.